Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 9/09/2017 with the following findings: during testing, it was observed that the contrast button was under responsive to user presses. The keypad cover was removed and it was observed that the contrast button contact was flattened. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an under responsive contrast button. This report is made based on results of investigation completed on 9/09/2017.